Event description:
A review of the pump history revealed loss of cartridge detection. During eval, the display screen was found to be dislodged.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Eval also revealed a misaligned display screen.